Event description:
During laparoscopic sleeve gastrectomy, the harmonic device stopped working; it would turn itself off and need to be reset, also was not sealing tissue consistently (not enough energy to instrument). Still had 54 uses left on device; disposable used was item # harh45, lot # m9375l, exp 10/30. New cord opened for the remainder of the case.